Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was over 900 mg/dl. Customer advised the insulin pump had cracks all over it and did not work. Customer advised the damage started from the esc button and continued to the reservoir window. Customer advised the damage occurred by the insulin pump getting bumped around at work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.